Event description:
It was reported that the customer had high blood glucose levels of 500mg/dl. The customer received excessive no delivery alarms. It was also reported that the customer received an unexpected restart alarm. Customer's blood glucose level at the time 436mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a21 after battery change due to faulty component on the interface board. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has minor scratched display window, cracked reservoir tube lip.